Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that while performing preventative maintenance (pm), it was observed that the devices navigation ring values move left and right on their own, making it impossible to control. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) evaluated the device and confirmed that the slider value moves left and right without permission and cannot be manipulated. The investigation is ongoing.

Manufacturer narrative:
The authorized service provider (asp) evaluated the device and confirmed that the slider value moves left and right without permission and cannot be manipulated. The device was swapped out with another, and the response was completed. The asp replaced front bezel to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.